Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es med application was not launching. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A field service engineer (fse) found that the station would not load the station application and failed with exceptions. The fse replaced the solid-state drive (ssd) and reimaged it with version 1.8. Fss set universal serial bus (usb) power management, verified the scanner, enabled credential manager, set windows update to managed mode, configured auto login, and printer settings. Eset was deployed, the station was synchronized to the server, and various peripherals were tested using the hardware test application (hta). The system functioned as intended after the field service engineer troubleshot the device.